Event description:
It was reported to philips that the device's geometry movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use (after the surgery) when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the stand and table would not move. Analysis of the system log files identified that the gib (geometry interface box) would not communicate with suite pc and the troubleshooting found the partial geo movement. The fse replaced the geo io box (geometry interface box), after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that this issue was identified outside of use on a patient. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.